Manufacturer narrative:
Device code (B)(4) replaces the previously reported device code.

Event description:
Additional information was received from a device manufacturer representative (rep). The rep first became aware on october 14. The pvhysician realized he did not update the pump. He had updated the settings in the programmer, but did not update the pump. The pump was then reprogrammed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 633.0 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported that the pump went back to its previous settings and the patient went to the hcp with the pump alarming. The pump logs showed a low reservoir alarm occurred on (B)(6) 2016. It was stated that the rep had to wait for the hcp to return from a conference out of town before she could get the information. The hcp only had a print report and wanted to know if it was possible he did not update the pump. The rep was to follow up with the hcp to confirm no session data report existed. The event date was noted to be (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.